Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, unit was received with scratched display window.

Event description:
It was reported that the insulin pump alarmed motor error. The customer's blood glucose at the time of the incident was unknown, but the morning of the phone call it was 196 mg/dl. The customer does use the sensor feature, but they removed the sensor because they were having issues with it. The customer stated the sensor glucose values and the blood glucose valued had discrepancies. They were able to complete the rewind sequence. The customer also stated that prior to the motor error alarm the insulin pump had alarmed no delivery, during the fill tubing process. The discontinuation of the device was advised. Nothing further was reported.